Manufacturer narrative:
Qa investigation into lot s11236 resulted in no remarkable findings and no deviations and no nonconformance's revealed. 254 devices were released to finished goods and 220 have been distributed. Of the 220 distributed, 2 have been reported as implanted. Lot sp100613 was terminally sterilized and met all qc release criteria including mechanical testing.

Event description:
Patient underwent ventral hernia repair surgery. Surgeon implanted strattice mesh (lot/batch: s11236-262, catalog/reference #: (B)(4)). Approximately 5 years later, patient returned to the hospital and was diagnosed with infected biologic mesh requiring removal. 2 days later, patient presented for reopening laparotomy for washout and drainage of infected tissue.